Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 23 mmol/l (414 mg/dl) while wearing the pod on the abdomen between 24 an 36 hours. Multiple corrections were administered using the pod, but the patient¿s bg levels did not decrease. At the hospital, the patient was given an infuse with insulin, minerals, calcium and bicarbonate.